Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood and diabetic ketoacidosis glucose on (B)(6) 2018 with blood glucose over 600 mg/dl. The customer experienced symptoms such as vomiting and diabetic ketoacidosis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that they hospitalized with high blood glucose as well as diabetic ketoacidosis.